Manufacturer narrative:
(B)(4). The analysis found that one device was returned with a minor scratch on one of the shrouds, otherwise in good visual condition. The device was received with four (B)(4) reloads present. The reloads were fully fired. The device was tested for functionality in the straight position with a test cartridge reload and a test battery. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic gastric sleeve. On the 1st firing with a green reload and synovis on both sides, the surgeon fired at the antrum of the stomach. When the surgeon fired the device he allowed the knife to travel the entire length of the jaws. He did not "pause" through the firing. On the remnant side, the staples were formed and staple line was complete. However, on the patient side, the middle of the 3rd row furthest from the cut line, on sleeve side, there were 2-3 staples that were straight legged and not formed. The staple line was ovesewn at the area of the unformed staples. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.